Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-2324bcc biocomposite swivelock eyelet was snapped upon insertion. All broken fragments were removed and a new one was opened. This was discovered during a rcr on (B)(6) 2022. Case was completed successfully without further issues.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.